Event description:
It was reported by the rep the device was used during an abdominal perineal resection. It was reported the surgeon was utilizing the device to take down splenic nerve. As the surgeon attempted to cycle the first clip, he felt a sticking sensation and jerky motion as he closed the ring handles together. Subsequent devices were opened from the same box lot number and the surgeon experienced the same feeling and jerky motion as the first device. The surgeon utilized the last device; the number of clips fired is unk. Only one of the three devices was held and it is not known which of the three is being returned. The surgeon stated he knew the device did not function as usual, with the smooth cycling and good tactile feel. There was no consequence to the pt.